Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. One used flexor raabe guiding sheath was returned for evaluation. The dilator was not returned. The sheath was returned with the tubing separated from the hub and 0.3 mm of coil protruding from the proximal section of tubing at the proximal end. The check-flo was disassembled and the flare was present inside the check-flo, which was removed. The tubing was also separated 51.6 cm from the proximal end, but connected by exposed coil measured 8.0 cm in length. The distal section of tubing measured 25.3 cm in length. A kink was noted 0.8 cm from the proximal end of the distal section of the tubing. The distal tip of the distal section was noted to be folded in on itself. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There was one other reported complaint for this lot number; however a different failure mode. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints. .

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a peripheral procedure using a flexor raabe guiding sheath, when the sheath was pulled back, the check flo valve separated ((B)(4)). The physician continued to pull back on the hubless sheath and the flexor separated leaving the distal end inside of the patient ((B)(4)). Access was gained ante grade ipsilateral and the foreign body was snared and retrieved. The patient was "fine" post procedure."